Event description:
Using a 24 gauge protectiv plus safety catheter an IV was inserted into pt without difficulty. After blood "flash" an attempt was made to advance the catheter. It would not advance. The device was removed, and it appears the plastic straw was separated from the needle at the top.